Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and did not confirmed the reported complaint.

Event description:
The hospital reported a malfunction resulting in a >20% over delivery of tidal volume. There is no report of patient involvement.